Event description:
It was reported during the implant attempt that after multiple implant attempts, the lead lobes became "floppy and stretched." None of the three leads noted were implanted and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. However, there was blood noted in the helix mechanism and on the outer tubing on visual inspection. (B) (4) no anomalies found. However, there was blood noted in the helix mechanism, on the distal conductor, and on the outer tubing on visual inspection. It was also noted the the lobes of this lead were not deployed. (B) (4) no anomalies found. However, there was blood noted in the helix mechanism and on the outer tubing on visual inspection. The lobes of this lead were undeployed and the retention sleeve was in the locked position.